Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube and battery cap contact. No cosmetic damage noted.

Event description:
It was reported by the customer that the insulin pump display screen was blank. Customer stated they are treating with manual injections and that they attempted to replace a new battery cap but that it did not resolve the problem. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated display did return and advised to monitor device. Customer's blood glucose level was 176 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).